Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/11/2024, it was reported by a distributor via (B)(4) that (2) ar-1530bc biocomposite-tenodesis¿ screw with handled inserters tips broke off. This occurred during a hand/wrist - 360 sl reconstruction on (B)(6) 2024 the surgeon drilled 2.5 mm and 3.0 mm in the scaphoud and lunate, respectively, per the technique guide. The surgeon then implanted two 3 x 8 mm tenodesis screws. However, despite ¿priming¿ the screw and driver, the driver could not be pulled out from the tunnel without considerable force that left the 8mm tip of both drivers inside the screw. The patient is left with unintended metal implanted.

Event description:
Additional information was provided on 06/25/2024 where the distributor stated that there was not an instrument used to prepare the bone and the patient had good bone quality.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.